Manufacturer narrative:
Device received with blank display, problem isolated to electronic assemblies. Unable to verify failed battery test, replace battery now alarm or received blood glucose meter readings due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 214 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return after pump restart. Customer states that the contacts on the battery cap was neither missing nor damaged. Customer also states that their insulin pump received multiple battery failed alerts. The insulin pump will be returned for analysis.